Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose at the end of (B)(6) 2018 with blood glucose below 20 mg/dl at the time of the incident. The customer was at 150 to 170 mg/dl at the time of the call. The customer experienced symptoms such as a seizure. The customer was / was not wearing the insulin pump during the incident. The customer went off the pump a month and a half prior to the call and has been using continuous glucose monitoring. Troubleshooting was completed. The customer had another low in may that led o emergency medical assistance. The insulin pump will not be returned for analysis.